Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lead failure predictor triggered on (B)(6) 2015 for lead impedance and ventricular-sics. Rv pace impedance steady at 500 ohms through (B)(6) 2015, rises out of range (> 3000 ohms) starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and increased short vv intervals with noise. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.